Event description:
It was reported that a 3x12mm nc trek neo balloon dilatation catheter (bdc) was to be advanced to an unspecified artery. However, the bdc broke outside the patient. There was no adverse patient effect reported and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported break could not be determined. Possible factors that may contribute to a break to the balloon dilatation catheter (bdc) include, but are not limited to, mishandling during manufacturing, during receiving/storage at the account, handling during removal from packaging, and/or during preparation. In this case, a conclusive cause for the reported complaint could not be determined since the device was not retuned for analysis and limited information was provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3, b6- estimated date d4- a partial UDI was provided as the lot number is not known.